Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had a pod fail and ended up having a stroke. Patient claims this was partially due to diabetes. Patient was unable to provide more details on the event.